Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector on (B)(6) 2022 and this issue occurred with three infusion sets. Moreover, the infusion set was used for over 24 hours. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.